Manufacturer narrative:
Device evaluation summary: during analysis of the sample was found ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned, mentor product analysis lab was precluded from further evaluating the device. No additional anomalies were observed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Rupture, as indicated in the product insert data sheet (pids), is a known complication associated with mentor mammary prostheses. Causes of rupture of gel-filled implants include, but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma,excessive stresses or manipulations as may occur during normal, daily routines including customary , purposeful trauma to the breast and capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. (B)(4). This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003.

Event description:
It was reported that a patient underwent an unspecified breast implantation procedure with a mentor memorygel breast implant 575cc (l) and an unspecified mentor gel breast implant (r) and suffered several unexplained systemic symptoms, including adhd, vaginitis, hair loss, fatigue, weight gain, memory problems, pain, and redness under armpits. It was also reported that the patient experienced capsular contracture baker grade unknown and rupture on the left side, and ptosis on the right side. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal on (B)(6) 2019. This report is for the left side. This report contains supplemental information for mentor psr reference number (B)(4).